Event description:
It was reported via exactech clinical study approximately 2 years post-op original surgery date that the 37-year-old caucasian male patient experienced patellar clunk syndrome, resulting in knee arthroscopy with debridement of patellar clunk scar tissue. The date of event onset is on (B)(6) 2020. The patient underwent an allograft lateral femoral condyle graft for an ocd lesion of femoral condyle of the knee; arthroscopies x3. The patient had no comorbidities. The case report form indicates this event is possibly related to the device and definitely related to the procedure.

Manufacturer narrative:
Concomitant medical products: concomitant device(s): 5395555 02-020-11-0350 - truliant ps cem fem ps cem right sz 5, 5662462 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, 5410198 200-07-35 - advanced patella 35mm 3 peg implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H11. This event has been reassessed by the clinician and is not reportable. The patient did not have a revision of exactech devices. The patient had patellar clunk syndrome, resulting in knee arthroscopy with debridement of patellar clunk scar tissue. The patient also underwent an allograft lateral femoral condyle graft for an ocd lesion of femoral condyle of the knee; arthroscopies x3. The scar tissue is patient related.